Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated creatinine results generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6) (70-year-old female) (B)(6) 2025 creatine 4.67 mg/dl (reference range 0.55-1.02 mg/dl). The patient was sent to the ER the next morning on (B)(6) 2025 for re-draw. Light green lith hep was drawn at 11:01am with the following results: creatinine 0.94 mg/dl. Abbott whole blood point care was done as well at the same time with creatine result of 1.0 mg/dl. The lab pulled the same tube from (B)(6) 2025 (sid (B)(6) to repeat. They pulled sample from top of the sample tube and bottom of the sample tube with the following results: alinity #2 (top) creatinine 2.02 mg/dl, (bottom) 1.98 mg/dl alinity #3 (top) creatinine 2.02 mg/dl, (bottom) 1.99 mg/dl no impact to patient management was reported.

Event description:
The customer observed falsely elevated creatinine results generated on the alinity c processing module for one patient. The following data was provided: sid (B)(6) (70-year-old female) (B)(6) 2025 creatine 4.67 mg/dl (reference range 0.55-1.02 mg/dl). The patient was sent to the ER the next morning on (B)(6) 2025 for re-draw. Light green lith hep was drawn at 11:01am with the following results: creatinine 0.94 mg/dl. Abbott whole blood point care was done as well at the same time with creatine result of 1.0 mg/dl. The lab pulled the same tube from (B)(6) 2025 (sid (B)(6) to repeat. They pulled sample from top of the sample tube and bottom of the sample tube with the following results: alinity #2 (top) creatinine 2.02 mg/dl, (bottom) 1.98 mg/dl alinity #3 (top) creatinine 2.02 mg/dl, (bottom) 1.99 mg/dl no impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity c processing module, serial number (B)(6). The module was inspected, multiple troubleshooting procedures were performed and the tubing, peristaltic head (rohs) was determined to be the cause of the issue. The part was replaced to resolve the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6).